Event description:
It was reported that during a total laparoscopic hysterectomy, at the time of closure of the vaginal cuff, the needle broke off and fell into the patient cavity. The needle was not retrieved. An x-ray was performed prior to removal of the patient from the operating room and confirmed that the needle did not appear to be near any major vessels. The surgical time was extended by 30 minutes or more due to the time taken to obtain the x-ray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.